Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. No moisture damage found inside the device. It was also received with cracked display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was taking a shower and had the device near the sink. She reconnected after the shower and received the button error alarm. Blood glucose value was 189 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.